Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician performed bench testing on model lap top ventilator 1150. Unit passed 94 hour extended tests at customer's settings. The ventilator passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that a patient passed away while connected to model lap top ventilator 1150. The family of the patient claims that no alarm sounded. The patient was transported to the hospital via emergency medical response and passed away at the hospital.